Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. Email address: (B)(6).

Event description:
It was reported, the disposable leaked at the filter. The patient, with pulmonary hypertension, was taking the medicine veletri. The patient did not communicate the time of the incident. He stated, that felt wet after a while, before arriving on time. There was no injury or harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.